Event description:
A female, seen in ER for chest pain requiring intravenous access for fluids and medications. During the emergency room visit, the patient's doctor walked in and found the patient's IV extension set broke. It was estimated that the patient lost approximately 50 cc of blood during backflow. Addendum: b braun qa dept notified, file number assigned. Original device package not saved, lot number reported was from another device in the same bin, therefore not sure it is accurate.